Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported the during a lap cholecystectomy, the surgeon feels that the crotch of the clips doesn't fully close down when he goes to place them. There were no patient consequences.